Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The vessel was "ectatic and aneurysmal". A non-bsc stent was implanted in the lad, during attempt to cross the deployed stent for post-dilation with an unknown balloon the stent migrated distally. The unknown size promus element stent was then deployed at nominal pressure but due to the characteristics of the vessel the stent was not well apposed. During attempt to cross the deployed stent for post-dilation the stent deformed. The deformed stent was treated with a larger size taxus element stent; however it took 90 minutes to cross the deformed stent. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Implanted date: (B)(6) 2012. Event date: (B)(6) 2012. Device is a combination product (B)(4). Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).